Manufacturer narrative:
(B)(4). Cartridge pan the analysis results showed that only a reload pan was returned for analysis. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as no reload or device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colorectal procedure, the staples in the cartridge malfunctioned. Unknown how case was completed. There were no adverse consequences for the patient.